Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving a low scan result on the ADC device compared to unspecified readings obtained from a competitor brand meter. The customer noted a vertical trend arrow, however, it is unknown if the trend arrow is upwards or downwards. The customer was asymptomatic, unable to self-treat, and self-presented to a healthcare professional (HCP) because the customer did not have a manual device to obtain values. Upon arrival, the HCP obtained an unspecified laboratory result. However, it is uncertain if emergent treatment was reported during the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.